Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing upper abdominal pain and dyspnea. A computerized tomography scan was performed and it was noted that the atrial lead caused perforation and pleural effusion. A thoracentesis was performed and the patient was in stable condition afterwards.